Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): a589699 320-15-05 - eq rev locking screw. A330521 320-01-36 - 36mm glenosphere.

Event description:
As reported, approximately 21 days post op initial right tsa, this 66 y/o female patient was revised due to a traumatic dislocation, supraspinatus rupture rendering joint unstable. Glenosphere and humeral liner were exchanged to 38mm and constrained liner. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain x-rays. Product not returning - disposed.

Manufacturer narrative:
(H3) the dislocation reported was likely due to the trauma reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined.